Event description:
Unable to deflate foley catheter balloon. Catheter collapsed while removing remainder of saline. Consult with urologist to insert 23 gauge needle into penis and punctured balloon. Foley catheter removed. Spoke with MFR qa 6/16/94.